Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they keep getting intermittent error stating probe out of range in an arctic sun device. Patient temperature (pt) will register and then disappear. Tried disconnecting and reconnecting. Placement confirmed for esophageal probe via xray. Advised try swapping out to a new temperature in cable. Nurse notes they weren't able to locate one and only have one device in the nicu. Encouraged to reach out to biomed and also check with another department to see if they have a device not in use that they can pull a cable from. Nurse confirms charge nurse was contacting other departments. Encouraged to call back if any additional assistance is needed. Per follow up information received via phone on 17mar2026, spoke with nurse who confirmed a biomed brought another cable from the ICU. The cable exchange resolved the issue. They assumed the biomed disposed of the original cable. They were not sure what was wrong with it. Patient completed therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temp cable failure. Patient temperature (pt) will register and then disappear. Tried disconnecting and reconnecting. Placement confirmed for esophageal probe via xray. Advised try swapping out to a new temperature in cable. Nurse notes they weren't able to locate one and only have one device in the nicu. Encouraged to reach out to biomed and also check with another department to see if they have a device not in use that they can pull a cable from. Nurse confirms charge nurse was contacting other departments. Encouraged to call back if any additional assistance is needed. Per follow up information received via phone on 17mar2026, spoke with nurse who confirmed a biomed brought another cable from the ICU. The cable exchange resolved the issue. They assumed the biomed disposed of the original cable. They were not sure what was wrong with it. Patient completed therapy. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions are needed. Corrections: f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they keep getting intermittent error stating probe out of range in an arctic sun device. Patient temperature (pt) will register and then disappear. Tried disconnecting and reconnecting. Placement confirmed for esophageal probe via xray. Advised try swapping out to a new temperature in cable. Nurse notes they weren't able to locate one and only have one device in the nicu. Encouraged to reach out to biomed and also check with another department to see if they have a device not in use that they can pull a cable from. Nurse confirms charge nurse was contacting other departments. Encouraged to call back if any additional assistance is needed. Per follow up information received via phone on 17mar2026, spoke with nurse who confirmed a biomed brought another cable from the ICU. The cable exchange resolved the issue. They assumed the biomed disposed of the original cable. They were not sure what was wrong with it. Patient completed therapy.